Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the left breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested neosporin cream for the rash. Follow up indicated that the rash improved.